Event description:
A physician reported that his patient experienced a rash and itching following implantation with essure micro-inserts. The patient was referred to a dermatologist and a nickel allergy was confirmed. The physician removed the micro-inserts and the patient's symptoms resolved following removal. The physician believes that the symptoms the patient was experiencing were directly related to the essure micro-inserts.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any patient with known hypersensitivity to nickel confirmed by skin test (see warnings section below for patients with suspected hypersensitivity to nickel).

Manufacturer narrative:
(B)(4).